Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was returned to cpi for analysis due to allegations of premature battery depletion following (2) manual capacitor reformation.